Event description:
Dealer is stating that the foot of the bed will raise up, but will not stay up, will gradually lower over time. Patient is in the bed all the time, patient was not stuck in the bed. Bed is about 3 years old.